Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to encoder out of phase. They were unable to perform the displacement test due to the motor error alarm. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and they could not rewind the pump. The customer's blood glucose reading was 190 mg/dl. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.